Manufacturer narrative:
Due to accumulated debris within the recip shaft of the saw, the blade did not lock into place. The instructions for use (IFU) state that the blade collar must spring back to it's original position indicating the blade is properly seated. The IFU also states that the blade should be gently tugged to ensure proper installation of the blade.

Event description:
Customer reported that the blade came through the end of the blade guard and cut the pericardium. The cut was repaired with sutures.